Manufacturer narrative:
Other relevant components include: product ID: 8835, serial#: (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl (unknown concentration) 450 mcg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2017. It was reported that on (B)(6) 2017 the patient was having trouble breathing and was sick. The patient had asthma. The patient had a flu shot which she thinks was causing her to feel sick. On (B)(6) 2017 at 17:45 the personal therapy manager (ptm) had a code 8254 (low reservoir). The ptm shows a refill date of (B)(6) 2017. The patient had an appointment to get her pump filled on (B)(6) 2017 and forgot about it because she was sick. The patient did not hear the alarm and missed the refill. The patient did not realize the appointment was (B)(6) 2017 until she used the ptm. The patient mentioned the pump just started helping her. The doctor would not increase the dose to where she was getting relief. The patient told the doctor she wanted to have the pump removed then he agreed to increase the dose. The patient was redirected to follow up with the healthcare provider (hcp) for a pump refill. The patient called the hcp's office but they were closed. The patient left a message saying she will be there on monday ((B)(6) 2017). The patient questioned if there was enough medication in pump to make it to monday and would not use the ptm. On (B)(6) 2017 the hcp called the patient while she was on her way to the office and said they did not have her medication. The patient believed the pump was going to run out of medication. The patient was redirected to follow up with the hcp for guidance on what to do until they are able to refill it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient missed her pump refill appointment twice. The patient came in to have the pump refilled. The low reservoir has been resolved. The pump was refilled and the settings were reset on monday (B)(6) 2017. The patient¿s height was 64 inches; patient weight was (B)(6) pounds at the time of refill. The medical history was not available.